Event description:
Customer allegedly had a meter that would not work. While customer service was on the call with the customer, the meter displayed "nemood". A test strip was entered into the meter and nothing was displayed. The customer indicated the battery was brand new. Customer pressed the reset button. Customer had taken the meter to the pharmacy, and they told her to trouble shoot. Customer removed battery and replaced it.